Event description:
Additional information was received that resistance occurred in the middle and distal section of the catheter. There was no damage observed to the pipeline pushwire or catheter. The middle section of the pipeline did not open. The pipeline was placed in a vessel bend; due to the tortuous vessels, the middle of the stent spanned. After using the system to increase and decrease the tension, and the swing could not be relieved, the system was retracted; it was not fully deployed and other devices were used to try to open it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a sealed plastic bio-pouch; and within a dispenser coil. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal portion of the pipeline flex braid appeared fully opened and slightly frayed. In addition, the middle section of the braid was found to be fully opened and no damage. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have ¿failure to open at middle section¿ and ¿resistance/stuck during delivery. The pipeline flex braid was found to be damaged. It is possible that the severe vessel tortuosity may have contributed to the reported issues. In addition, the customer reported that ¿the pipeline was placed in a vessel bend; due to the tortuous vessels¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was kinked and could not be opened. No patient symptoms or further complications were reported as a result of this event. Dapt (dual antiplatelet treatment) administered and pru level was normal. The angiographic result post procedure was slowed blood flow. The patient was undergoing surgery for treatment of a saccular, unruptured right ophthalmic artery aneurysm with a max diameter of 8.89mm and a 5.25mm neck diameter. The landing zone was 3.29mm at the distal end and 4.52mm at the proximal end. It was noted the patient's vessel tortuosity was severe. It was reported that the patient's blood vessels were severely tortuous, and it was a type 4 cavernous sinus, and the tension in the delivery system was relatively large. After the system was in place, it was opened, pulled back, and anchored from the distal middle cerebral artery. After the distal segment was opened, continued to deploy the stent. Opened after the deployed stent passing the bend and encountered challenge. After operations such as recovery and deployment, expansion and reduction, and overall swing, the kink at the bend still could not be resolved. The full stent was recovered, the tension was adjusted and deployed again. Kinked again when passing the bend. The operator removed ped-450-25 and replaced it with ped-450-20, which was finally deployed smoothly. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. Ancillary devices include a phenom27 microcatheter.